Event description:
It was reported that pump declared altitude alarm 21 earlier in day, but insulin delivery was not currently suspended at time of call. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received tips for preventing altitude alarms, did not need to replace cartridge, and successfully resumed insulin using original cartridge.